Event description:
A review of service data has detected a reportable event. During servicing of monitor sn (B)(4), the monitor failed the pulse test and displayed a service code 204 (belt/monitor unusable). The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor displayed a service code 204 and failed the pulse test. Upon investigation it was discovered that the white pulse wire would not stay locked in the j4 high voltage wire harness assembly. The cause for the service code 204 and the pulse test failure was the disconnected white pulse wire. The cause for the disconnected white pulse wire was a broken j4 connector. The root cause for the broken j4 connector cannot be positively determined. No adverse event resulted from the defective pulse wire and connector component. The last pt to use this monitor did not report any deficiencies.